Manufacturer narrative:
D10 - device received from MFR - may 26, 2020. H10 - one list# 01c-42640-06, transpac® IV monitoring kit with safeset¿ reservoir and blood sampling port, 152 cm (60") tubing, disposable transducer, 03 ml squeeze flush device, macrodrip (pole mount). Lot# 3998644 was received for evaluation. The reported complaint of pressure line separation was confirmed on the returned set. During visual inspection, the 27" pressure tubing was found broken from the safeset port. A portion of the pressure tubing was found inside the safeset port. The tubing breakage had occurred outside the manufacturing facility. The probable cause of the broken tube could not be determined. A pull test was conducted on a representative bond between the 3" pressure tubing and the safeset port. The tubing broke off near the luer within the specifications limit. A device history review (DHR) for lot# 3998644 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a transpac IV monitoring kit that the pressure line was reported to separate from the blood-withdrawn port during infusion. The involved medication was heparin saline, and the sets were used with a philips monitor for bp monitoring. The device was replaced and no further problems were encountered. There was patient involvement, however, no blood loss, no adverse event, and no medical intervention was required. The current status of the patient was returned to baseline condition.